Event description:
A customer reported obtaining high alt results after replacing the "cartridge chemistry (cc)" sample syringe on their dxc 600i instrument. The customer also noticed that after flushing the sample probe, there was fluid coming out of the sample probe. It only happened during prime, but not during the sample run. No erroneous patient results were generated in connection with this event. The leaking fluid that the customer found was diluted wash solution and was contained within the instrument.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse determined that the cc sample wash collar was leaking due to the failed wash collar vacuum valve pn-472689. He replaced the valve among other parts to resolve the issue. (B)(4).